Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented with right atrial lead noise that was indicative of early lead failure. Lead replacement was discussed but had not been scheduled. The patient was further monitored.